Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011111 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011111 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 15-jan-2025, with a total of (B)(4) units. The sub-assembly: assembly lot 5a01022 was manufactured according to the wi version 27 and assembled in the quickset line, on 14-jan-2025, with a total of (B)(4) units. Lot 5a01024 was manufactured according to the wi version 27 and assembled in the quickset line, on 15-ene-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4m03043 was manufactured according to the wi version 38 and manufactured in the line mp04, mp08 on 11-jan-2025, with a total of (B)(4) units. The lot 4m03044 was manufactured according to the wi version 42 and manufactured in the line mp04, mp05, on 12-jan-2025, with a total of (B)(4) units. The lot 4m03045 was manufactured according to the wi version 42 and manufactured in the line mp08 on 14-jan-2025, with a total of (B)(4) units. The lot 5a02012 was manufactured according to the wi version 42 and manufactured in the line mp04, mp08 on 09-jan-2025, with a total of (B)(4) units. The lot 5a00997 was manufactured according to the wi version 42 and manufactured in the line mp08 on 15-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: there were two extended events, one due to delamination and the other due to contaminated tape, which are not related to the malfunction code. As a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates, it was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was at quick release. The infusion set was not connected very well and there was damage in quick release. The blood glucose level was high, and the patient was treated with insulin pen. No further information available.